Manufacturer narrative:
The device has not been returned. If the device is ultimately returned, the supplemental will be reopened.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable]. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.